Manufacturer narrative:
The presence of event code 57,1 in the freestyle libre 2 event log indicates that the encryption index doesn¿t match. This complaint is associated with adc fa1027-2023 in which an ¿incompatible sensor¿ error message will appear on the freestyle libre 2 reader due to difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader. This complaint is confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Abbott diabetes care received a medwatch report which reported the following information: new abbott diagnostics freestyle libre 2 sensors and reader failed multiple times with unit displayed error "incompatible sensor this sensor cannot be used with this reader. My arm is sore and red from multiple injections." Issues involving ¿incompatible sensor¿ error message with event log 57,1, caused by a difference in encryption indexes between a current active sensor and a new sensor being started by the freestyle libre 2 reader, is associated with report of corrections and removal number 2954323-07/12/23-002-c, submitted to the FDA on 12 jul 2023. Adc field action fa1027-2023 was issued to the us commencing on 12 jul 2023. There was no report of death, serious injury, or mistreatment associated with this event.